Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the front caster wheels have hit and cracked the controller shroud. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.